Manufacturer narrative:
Load cells needed calibration.

Event description:
It was reported by service report that the bed scale was not weighing accurately. The customer could not determine whether there was patient involvement, however no adverse consequences were reported.